Event description:
It was reported during a lumbar fusion at l3-l5 that the tip of the probe was broken off inside the pt. The fragment was not able to be retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4): the instrument was returned for eval. The instrument shaft is severely bent and the shaft is broken off approx 5 mm from the end of the tip. The broken-off portion of tip is missing and not returned for analysis. Microscopic examination of fracture revealed a fairly tortuous fracture surface with no indications of fatigue, suggesting failure due to bend stress overloading. A review of the device history records did not identify any applicable nonconformance to spec.